Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16118. It was reported that both of patient's leads had migrated. No falls, accidents, or trauma were reported. During surgical procedure, the leads were interrogated and it was noted that both of the leads were fractured. Subsequently, both leads were explanted and replaced. Effective therapy was restored.